Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this left ventricular (lv) lead was severely damaged. Additional information from the field representative had indicated that the patient had underwent an emergency surgical procedure wherein the physician had cut the middle to distal portion of this lv lead in order to allow re-vascularization of the vessel. When it was time the other physician was about to remove the remaining half of lead, the insulation came out separately from the inner coils. This lv lead was then successfully explanted. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.